Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number : 5055008, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure.